Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead. Product ID: 3550-29, product type: accessory.

Event description:
Additional information received from the representative reported that the consumer needed a new ins and the doctor wanted to move the ins to a new site using an extension. There was no problem with the leads and they remain implanted.

Manufacturer narrative:
Analysis of the ins, model 37714, serial no. (B)(4), found the ins connector port plug or plug parts stuck inside port. Analysis of the accessory kit, model 3550-29, serial/lot no. Unknown, found the ins plug connector crushed; the connector sleeve on the plug was crushed, causing the sleeve to be out of round. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Note that section d information references the main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
A health care professional (hcp) via a manufacturer representative reported when doing a revision, she opened the implantable neurostimulator (ins) pocket, removed the ins, and put two (2) plugs into the header block and set it aside. The hcp solved the real issue with the leads, removed one plug successfully, but could not remove the second plug from the header block. The hcp unscrewed the screw, but was unable to remove the plug; the screw could be screwed tight, but it would not unscrew enough to allow the plug to be removed. The hcp then replaced the ins with a new one. It was noted that the hcp tried to use a second screwdriver and a pair of needle holders to grip the plug, but was unsuccessful in removing the plug from the header block. The issue was noted as resolved at the time of the report.

Event description:
Additional information received from the representative reported that the doctor had placed the ins in the consumer's buttock. The consumer lost weight and the ins was starting to dig in a little. The doctor moved it up vertically to ensure that there was more tissue around it and it did not dig in as much. The consumer had indicated that this procedure had been successful.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.